Event description:
A malfunction was reported on a pump by the caller, and no notable events occurred prior to the issue. The caller declined to answer whether the malfunction affected the blood glucose level exceeding 500 mg/dl, making the impact unknown. Although the malfunction code was resettable and had not recurred after resetting, technical support provided the caller with pump reset information and assisted with resetting the pump. The customer understood to continue using the pump and to report any recurrence of the malfunction code.